Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had been in the hospital couple of times in the past 6 months for blood glucose (bg) excursions, once in (B)(6) 2013 for high blood glucose. Current bg is in his normal 100mg/dl range. Patient does not allege the pump having any issues and has no problems with it. He reports he is calling because the medical staff at hospital tells him that the pump may be malfunctioning. Patient reports bg was elevating and meter was reading high since the day before the (B)(6) hospitalization . His bg was at 600mg/dl and he was ¿almost in coma¿ with and admitting diagnosis of diabetic ketoacidosis (dka). Patient had tried injecting insulin with syringe but bg still would not come down. Patient reports he did not change the infusion site and only changes them every once a week or even longer due to not having insurance and being short on supplies. He reports using the cartridge for a month or longer. Patient does not remember exact dates. He was in ICU for 2 days and on nursing floor for 2 days. He remained on the pump for all 4 days along with receiving medication through IV. Patient has continued to use pump since then. His discharge diagnoses included myocardial infarction (mi), along with dka, as blood tests showed a mild heart attack. Patient thinks he had the mi first which lead to the bg excursion. Cs walked patient through verifying all settings until the pump recorded history. Time/date was programmed correctly. Basal rates programmed correctly. No associated alarms noted in alarm history. No cancelled boluses and all boluses are accounted for. Confirmed basal delivery was appropriate. The patient has been priming properly and drops seen at the end of the tubing. No inadvertent suspends noted. Tdd was accurate when comparing to basal and bolus history and settings. Cs advised patient to change supplies every 2-3 days and to change site whenever bg is elevating. Cs instructed patient that clinical recommendations should be sought, as the pump appears to be functioning fine and that underlying site issues or other conditions may be contributing to the bg excursions. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of not changing the infusion sets and cartridges per the instructions for use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.